Event description:
Customer reported an abo discrepancy on the galileo. A donor sample tested as ab positive on galileo with the fwd_abo assay, but was a positive in manual testing.

Manufacturer narrative:
In-house donor samples were tested with retention anti-b series 3, lot 203239 on an in-house galileo. No unexpected positive reactivity was observed. The galileo operator manual states that forward only abo rh testing has a higher risk of mistype due to the absence of reverse test results. Abo rh results should always be compared to the patient or donor's history. The customer did not return product or sample for investigation testing.